Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2 country: taiwan.

Event description:
It was reported that during kit inspection, the unit's handpiece appeared low speed and was noisy while depress throttle. There is no patient involvement. Due diligence is complete and no additional information is available. There was no adverse event associated with this malfunction.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the rpms were under specification. The motor, motor sleeve, reciprocation arm and other parts were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There was no additional events associated with this malfunction.